Event description:
Complaint record states that the staff just had completed a transfer to the bed with the patient. Staff removed the sling loops from one side of the sling bar to connect them all on one side of the sling bar. They attempted to rotate the patient in bed when the sling bar hook broke. No injury alleged. MFR 8030916-2013-00091.